Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient developed a rash at the abdominal insertion site on the same day the sensor was inserted. A photo received from the customer shows multiple small, clear, fluid-filled blisters under the patch area, and dark red inflammation under most of the transmitter area. A second photo from the customer shows diffuse paler redness under the entire patch area. He stated that he was advised by his physician to use skin tac. No other details were documented. Per medical review, the allegation of a skin reaction is confirmed. This would constitute an adverse event based on the patient having consulted a physician. No additional patient or event information is available.